Manufacturer narrative:
According to available information, this system remains implanted. When additional information becomes available, this event will be updated.

Event description:
- -

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case revealed holes in the a-tip and a-ring and v-tip seal plugs. Body fluid was noted in both lead barrels. Visual inspection confirmed the leads had been fully inserted. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, a revision procedure was performed. This device was removed and replaced. The physician did not feel there was premature battery depletion and the issue was due to lead insulation damage.

Event description:
Subsequent information was received. The patient with this device had experienced a syncopal episode while traveling. It was reported there was a device malfunction, however follow up interrogation revealed the previously noted information. The physician did not feel there was a device malfunction and the battery depleted due to the low impedance measurements.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker revealed elective replacement time (ert) had been reached and the device was in retry. One year earlier, three and one-half years remaining battery longevity was displayed. In addition, right ventricular atrial lead impedance measurements were low out of range and have gradually decreased. Threshold measurements were normal. An internal technical service consultant was contacted regarding why the battery longevity change occurred. Ts provided information that a device in retry will increase power consumption and reduce longevity. Device replacement and returning for analysis was recommended. No adverse patient effects were reported. The patient with this system has an underlying intrinsic rhythm.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.